Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the field service engineer (fse) contacted the customer and worked together to address the issue. The customer had shut down the station and the es refrigerator in the proper order and then performed a reboot. After the reboot, the customer recovered the refrigerator and the inventory. The refrigerator was functioning properly afterward. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge would not unlock, and the door could not be opened. The unit was manually rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.